Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure unrelated to the left ventricular lead. The patient had complaints of mild fatigue and light-headedness especially when walking up hills. During the procedure, the left ventricular lead was inspected and a lead abrasion was found. The lead was tested and found to exhibit an increase in pacing threshold from the baseline value. The lead was then explanted and replaced. The patient tolerated the procedure well.